Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved , red status indicator.

Manufacturer narrative:
The device history record for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The review revealed no rework was conducted and no concessions/deviations related to the issue were identified. The sam 350p passed ¿out qat from heartsine technologies on the 17th november 2015. The device was returned for red status indicator flashing. Information from the history log shows the device failed the weekly auto self-test on 25th june 2017. The user would have been alerted with a ¿warning, low battery, device service required¿ prompt and a flashing red status led. Corrosion was observed on track 13 of the membrane tail. This had resulted in the 10 minute events in the history log alongside the device switching on upon insertion of a pad-pak and failing to power off via the on/off button. The corrosion observed on the membrane tail alongside the multiple manual power ons of 10 minutes duration would have resulted in the depletion of the returned pad-pak and the low battery fail at the end of the history log. The corrosion on the membrane tail would suggest that the device had been stored outside of the indicated conditions i.e. Exposure to high condensing humidity, however, this could not be verified by other means e.g. Corrosion on screws or contact collars etc. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
There was no patient involved, red status indicator.